Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the device was prophylactically replaced since the patient was pacing-dependent, as advised in the field safety notice on platinium devices issued in (B)(6) 2018.

Event description:
Reportedly, the device was prophylactically replaced since the patient was pacing-dependent, as advised in the field safety notice on platinium devices issued in (B)(6) 2018.